Manufacturer narrative:
(B)(4). Investigation of the returned device found that both cuffs were attached to the link and respective needle tips. There was approximately 1 inch of monofilament still attached to the needle tip and the rest of the monofilament was not returned. The condition of the device indicates a successful deployment. However, it was reported that the device was deployed on the skin surface and not on the artery by an operator that was not trained in the use of the device. This is not consistent with the instructions for use (IFU). The IFU states that the device should be used only by operators trained in diagnostic and therapeutic interventional catheterization procedures who have been trained by an authorized representative of abbott vascular. No manufacturing or quality issues were detected. Review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method (operator not trained, failure to follow steps/instructions) the device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a resident, not trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after the device was positioned in the patient, the marker lumen was activated, but not stabilized and the device was not in the artery during deployment. Subsequently, the sutures were deployed on the skin surface and around the device. The sutures were cut to release the device and manual compression was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.